Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03589. It was reported the patient passed away on (B)(6) 2021 following a system replacement surgery on (B)(6) 2021 to address an ineffective therapy issue. (Reference reg report: 1627487-2021-13844, 3006705815-2021-03060). No additional information is known at this time.